Manufacturer narrative:
The initial reported event of lead fracture, oversensing, and varying impedance was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an apparent lead fracture. Oversensing, varying impedance, and a patient alert was noted. The lead was capped and replaced. There were no reported patient complications as a result of this event. On (B)(6) 2019: it was further reported that the capped right ventricular (rv) lead has now been explanted.